Event description:
Healthcare professional additionally reported siliconoma.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on (B)(6) 2019 with lot number 1723589. Visual and microscopic analysis of the returned device identified: brown encapsulation, fold creases, around 0-25% of the shell is missing, broken shell with sharp edge where is localized stresses induced (a dimension measurement in the shell was performed which identify the thickness within specification), stress marks and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact. Missing shell that is assessed as inconclusive.

Event description:
Physician reported a right side spontaneous rupture. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a right side spontaneous rupture. The device was explanted.